Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was symptomatic due to an inappropriate modulated rate response. After a software upgrade, normal function ensued.